Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a no delivery alarm and a motor error alarm. The customer reported that the insulin pump had cracks. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was over 600 mg/dl at the time of call. The customer stated that she treated her high blood glucose with manual injections. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer performed displacement test and the insulin pump passed. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.